Event description:
It was reported that the device was placed on (B)(6) 2015 and during the removal of the jp drain on (B)(6) 2015 it was noted that approximately 4cm of the drain remained inside of the patient. An abdominal xray was performed which showed the retained drain piece was located over the anterior left hemipelvis. Pt status and interventions are unknown at this time.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).